Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 7x6 mm attune cr fb tibial insert was implanted and immediately felt tight and the surgeon wasn¿t sure if it completely locked in. The surgeon then removed the poly and discovered that the locking tab anteriorly was bent out but he wasn¿t sure if it was like that previously or if it was damaged removing it. Backup insert was available so this did not effect the patient/case outcome.